Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number 10586767 was received for evaluation. Functional testing could not be conducted because the instrument was damaged. Upon visual evaluation, it was observed that the instrument's tip was bent. The black material that covers the tip was damaged, exposing the metal. The interaction with another instrument could cause the observed damage. It was noted that the pushrod was bend inside the handle. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Event description:
On 11/09/2023, it was reported by a distributor via sems that 3 quantities of ar-4501 had failed during use in a surgery performed to repair a bucket handle tear of the lateral meniscus. The tear extends from midbody to posterior part of the meniscus. Perfect visualization of the bucket handle tear and trajectory were established before repair. About the failed ar-4501: 1) the first anchor of the 1st cinch was able to be deployed with ease but the cinch broke inside the depth stop as surgeon was about to pierce for the second time. The cinch was unable to pierce through the meniscus as it broke. The surgeon had to remove everything and re-attempt to repair for the second time. 2) the same issue happened for the 2nd cinch. 3) for the 3rd cinch, the first anchor was able to be deployed but as the surgeon was about to deploy the second anchor of the 3rd cinch, the second plunger was stuck halfway and could not advance. Surgeon put a bit of force to push it all the way and pull the second plunger all the way to the bottom of the handle. As the surgeon removed the handle of the 3rd cinch, it was noticed that the second anchor came out from the handle. The surgeon ended up having to perform a meniscectomy. -- updated 11/14/2023 - surgeon's name is (B)(6) dr. Surgery performed was acl all inside and meniscus repair.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.